Manufacturer narrative:
9615332-2017-00030 is associated with argus case (B)(4), biotene original oral rinse (savannah).

Event description:
Resident drunk a cup of biotene oral rinse size [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a patient who received glycerin (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started biotene original oral rinse (savannah). On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene original oral rinse (savannah). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received on 19 april 2017. The consumer reported her resident drunk a cup of biotene oral rinse size.